Manufacturer narrative:
One actual sample was received without the pouch. A visual inspection was performed with no issues noted. Functional testing and underwater pressure testing were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred during dwell five of five of peritoneal dialysis therapy. During troubleshooting, it was determined that there was a leak from an unspecified location with the use of a homechoice cassette that led to this alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.